Event description:
Feedback from post market clinical follow-up for the cayman lumbar plates system was received. The physician replied, "fixation can be poor at times," with regard to the statement, "the cayman plate anterior final tightening instruments are generally effective in locking the screws." No adverse consequence to a patient has been reported. Upon receipt of additional information, a supplemental report will be filed.

Manufacturer narrative:
Visual, functional and dimensional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. It was reported from pmcf feedback for the cayman lumbar plates system that fixation can be poor at times and that cayman plate anterior final tightening instruments are generally effective in locking the screws. No devices were available for evaluation. Due to insufficient information, a root cause could not be determined conclusively. Further investigation for this event is not possible at this time as no device and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Device location unknown.

Event description:
Feedback from post market clinical follow-up for the cayman lumbar plates system was received. The physician replied, "fixation can be poor at times," with regard to the statement, "the cayman plate anterior final tightening instruments are generally effective in locking the screws." No adverse consequence to a patient has been reported. Upon receipt of additional information, a supplemental report will be filed.